Manufacturer narrative:
The patient expired on (B)(6) 2013. The manufacturer is attempting to acquire the explanted pump (vad-53682) for analysis. The pump that was implanted during the pump exchange was not explanted; therefore will not be returning to the manufacturer. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately, 2 months post-implant, it was reported that the patient was re-admitted into the hospital with heart failure symptoms. An x-ray was performed and revealed a change in the pump position and the patient was returned to the operating room on (B)(6) 2013 to reposition the pump. On (B)(6) 2013, the pump power was increased and the patient's pulsatility index (pi) was low. An echocardiogram revealed a dilated right and left ventricle and there were no increases in hemolysis parameters. The patient's health deteriorated during the day and in the early morning of the following day a decision was made to exchange the pump. The patient expired a few hours after the pump exchange and the reported cause of the death was severe right heart failure.